Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopedist. This case involves a (B)(6) female patient who experienced f hydrops (15cc) after receiving treatment with synvisc. Relevant medical history and past drugs were not reported. Relevant concurrent conditions included gonarthrosis, neuropathy peripheral, lumbar spinal stenosis and arteriosclerosis obliterans. Relevant concomitant medication included limaprost (opalmon) for lumbar spinal stenosis, loxoprofen sodium (loxonin) and celecoxib (celecox) for gonarthrosis, mecobalamin (methycobal) for neuropathy peripheral and tocopheryl nicotinate (juvela) for arteriosclerosis obliterans. On (B)(6) 2015, the patient received treatment with first intra-articular synvisc injection, at a dose of 02 ml (frequency, batch/lot number and expiration date unknown) into unspecified location for gonarthrosis. On (B)(6) 2015, patient received treatment with second intra-articular synvisc injection, at a dose of 02 ml. The same day, patient developed hydrops (15 cc), which was treated with 01 vial of triamcinolone (kenacort) at dose of 40 mg and loxoprofen sodium (loxonin) 60 mg at a daily dose of 03 tablets for 7 days. As of (B)(6) 2015, hydrops was resolving. On (B)(6) 2015, patient received treatment with third intra-articular synvisc injection, at a dose of 02 ml and completed the treatment with synvisc. Action taken: no action taken. Corrective treatment: triamcinolone (kenacort) and loxoprofen sodium (loxonin). Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2015. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2015 from orthopedist. The event severity was added. It was reported that the reporting orthopedist was too busy and the continuation of the investigation was impossible. Clinical course updated and text was amended accordingly.

Event description:
This unsolicited device case from (B)(4) was received on (B)(6) 2015 from an orthopedist. This case involves a (B)(6) year old female patient who experienced f hydrops (15cc) after receiving treatment with synvisc. Relevant medical history and past drugs were not reported. Relevant concurrent conditions included gonarthrosis, neuropathy peripheral, lumbar spinal stenosis and arteriosclerosis obliterans. Relevant concomitant medication included limaprost (opalmon) for lumbar spinal stenosis, loxoprofen sodium (loxonin) and celecoxib (celecox) for gonarthrosis, mecobalamin (methycobal) for neuropathy peripheral and tocopheryl nicotinate (juvela) for arteriosclerosis obliterans. On (B)(6) 2015, the patient received treatment with first intra-articular synvisc injection, at a dose of 02 ml (frequency, batch/lot number and expiration date unknown) into unspecified location for gonarthrosis. On (B)(6) 2015, patient received treatment with second intra-articular synvisc injection, at a dose of 02 ml. The same day, patient developed hydrops (15 cc), which was treated with 01 vial of triamcinolone (kenacort) at dose of 40 mg and loxoprofen sodium (loxonin) 60 mg at a daily dose of 03 tablets for 7 days. As of (B)(6) 2015, hydrops was resolving. On (B)(6) 2015, patient received treatment with third intra-articular synvisc injection, at a dose of 02 ml and completed the treatment with synvisc. Action taken: no action taken. Corrective treatment: triamcinolone (kenacort) and loxoprofen sodium (loxonin). Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopedist. This case involves a (B)(6) female patient who experienced f hydrops (15cc) after receiving treatment with synvisc. Relevant medical history and past drugs were not reported. Relevant concurrent conditions included gonarthrosis, neuropathy peripheral, lumbar spinal stenosis and arteriosclerosis obliterans. Relevant concomitant medication included limaprost (opalmon) for lumbar spinal stenosis, loxoprofen sodium (loxonin) and celecoxib (celecox) for gonarthrosis, mecobalamin (methycobal) for neuropathy peripheral and tocopheryl nicotinate (juvela) for arteriosclerosis obliterans. On (B)(6) 2015, the patient received treatment with first intra-articular synvisc injection, at a dose of 02 ml (frequency, batch/lot number and expiration date unknown) into unspecified location for gonarthrosis. On (B)(6) 2015, patient received treatment with second intra-articular synvisc injection, at a dose of 02 ml. The same day, patient developed hydrops (15 cc), which was treated with 01 vial of triamcinolone (kenacort) at dose of 40 mg and loxoprofen sodium (loxonin) 60 mg at a daily dose of 03 tablets for 7 days. As of (B)(6) 2015, hydrops was resolving. On (B)(6) 2015, patient received treatment with third intra-articular synvisc injection, at a dose of 02 ml and completed the treatment with synvisc. Action taken: no action taken. Corrective treatment: triamcinolone (kenacort) and loxoprofen sodium (loxonin). Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with gloabl ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporting orthopedist's causality assessment: highly probable seriousness criteria: required intervention. Additional information was received on 16-nov-2015. Global ptc number and results were added. Text was amended accordingly.